Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 5 years 3 months after initial right tsa, the patient experienced increasing pain over 2 years and aseptic glenoid loosening. The patient was revised to a standard total shoulder with a stemless and the outcome is considered resolved. The case report indicates that the event is not related to the device or to the procedure.

Manufacturer narrative:
(D10) concomitants: 300-62-02 - stemless humeral comp integrip cage size 2: 5560425 310-60-53 - stemless humeral head extra short 53mm (beta): 5351235 319-01-32 - steinmann pin sterile 3.2mm x 178mm: 5500797